Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the "transmitter is giving continuous out of range warning" on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).